Event description:
It was initially received via regulatory authority (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 13-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube blocked but not the right /perforation (fallopian tube(s)),"), device dislocation ("both coils have migrated, one coil is somewhere in my colon/ right essure device is inferiorly and adjacent to fallopian tubes") and device breakage ("left sided device appears fragmented at 1 end") in a (B)(6) female patient who had essure (batch no. A46117, a63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concurrent conditions included loop electrosurgical excision procedure, dysplasia and paratubal cyst. Concomitant products included ethinyl estradiol w/norgestrel (ogestrel-28) from (B)(6) 2013, norlestrin fe (ethinylestrad w/ferrous fum/norethister acet) from (B)(6) 2013 and norlestrin fe (microgestin fe) from (B)(6) 2013 to (B)(6) 2015 for menses irregular with excessive bleeding and contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping),"), pollakiuria ("bladder or urinary problems or changes: frequent urination") and fatigue ("fatigue."). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2014, the patient experienced migraine ("severe migraines") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced lichen sclerosus ("rashes or skin conditions type: lichen sclerosus"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and vomiting ("vomiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), thinking abnormal ("neurological conditions or problems type: foggy thoughts"), nausea ("nausea,"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal itching"), fallopian tube spasm ("complications or problems that occurred at the time of essure placement procedure:right tube spasm. Doctor had trouble with placement") and menstruation irregular ("irregular menses"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, migraine, mood swings, vaginal haemorrhage, menorrhagia, lichen sclerosus, dysmenorrhoea, headache, pollakiuria, thinking abnormal, nausea, amnesia, dyspareunia, fatigue, vaginal discharge and vulvovaginal pruritus had resolved and the vomiting and fallopian tube spasm outcome was unknown. The reporter considered amnesia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, headache, lichen sclerosus, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pollakiuria, thinking abnormal, vaginal discharge, vaginal haemorrhage, vomiting and vulvovaginal pruritus to be related to essure. The reporter commented: trailing coils: left 3, right 2. Diagnostic results: (B)(6) 2016, surgical pathology exam final diagnosis: fallopian tube, left, salpingectomy: complete cross section of fallopian tube identified small benign paratubal cysts. Essure coil identified within the tube lumen. Fallopian tube, right, salpingectomy: complete cross section of fallopian tube identified. Essure coil identified grossly. Clinical information: pelvic pain. Gross description: "left fallopian tube with essure coil" is a 6.0 x 0.4 cm fimbriated fallopian tube with a 2.0 x 0.1 cm attached metallic coil at the distal end. It is sectioned and no discrete masses or lesions are identified. "Fallopian tube, right" is a 6.0 x 0.6 cm fimbriated fallopian tube with a pink smooth serosa with no paratubal cysts. "Right essure coil migrated from right fallopian tube to right cul-de-sac of peritoneum" is a 2.5 x 0.2 cm gray metallic coil. This is a gross exam only. CT scan: both tube are no longer blocked and 1 coil managed to migrate behind uterus. (B)(6) 2013, hysterosalpingogram (hsg)(as per pfs) (B)(6) 2015, hysterosalpingogram (hsg) : result- unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube), migration of essure device, left sided device appears fragmented at 1 end. (B)(6) 2015 (as per mr). Exam: hysterosalpingogram: the occlude device lies outside the tube. The left occlude appears fragmented with the medial outercoil displaced well superior to the occlude device. (B)(6) 2015 (as per mr) hysterosalpingogram: patent right fallopian tube. The right essure device is adjacent to the fallopian tube or these images. CT scan to see where the coil was located and it stated that the coil was placed in the left tube but the right coil may be in the cul-de-sac. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation, device dislocation, device ineffective. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as complications or problems that occurred at the time of essure placement procedure: right tube spasm. Doctor had trouble with placement, hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), irregular menses, rashes or skin conditions type: lichen sclerosus, migraines / headaches, bladder or urinary problems or changes-frequent urination, nausea, neurological conditions or problems type: foggy thoughts, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue. Event device ineffective updated to perforation (fallopian tube(s)). Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 9-jul-2018: non significant - narrative appended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 21-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube blocked but not the right /perforation (fallopian tube(s)),"), device dislocation ("both coils have migrated, one coil is somewhere in my colon/ right essure device is inferiorly and adjacent to fallopian tubes") and device breakage ("left sided device appears fragmented at 1 end") in a 34-year-old female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concurrent conditions included loop electrosurgical excision procedure, dysplasia and paratubal cyst. Concomitant products included ethinyl estradiol w/norgestrel (ogestrel-28) from (B)(6) 2013 to (B)(6) 2013, norlestrin fe (ethinylestrad w/ferrous fum/norethister acet) from (B)(6) 2013 to (B)(6) 2013 and norlestrin fe (microgestin fe) from (B)(6) 2013 to (B)(6) 2015 for menses irregular with excessive bleeding and contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping),"), pollakiuria ("bladder or urinary problems or changes: frequent urination") and fatigue ("fatigue."). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced lichen sclerosus ("rashes or skin conditions type: lichen sclerosus"). In 2014, the patient experienced migraine ("severe migraines") and headache ("migraines / headaches"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and vomiting ("vomiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),heavy bleeding"), thinking abnormal ("neurological conditions or problems type: foggy thoughts"), nausea ("nausea,"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal itching"), fallopian tube spasm ("complications or problems that occurred at the time of essure placement procedure:right tube spasm. Doctor had trouble with placement") and menstruation irregular ("irregular menses"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, migraine, mood swings, vaginal haemorrhage, menorrhagia, lichen sclerosus, dysmenorrhoea, headache, pollakiuria, thinking abnormal, nausea, amnesia, dyspareunia, fatigue, vaginal discharge and vulvovaginal pruritus had resolved and the vomiting and fallopian tube spasm outcome was unknown. The reporter considered amnesia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, headache, lichen sclerosus, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pollakiuria, thinking abnormal, vaginal discharge, vaginal haemorrhage, vomiting and vulvovaginal pruritus to be related to essure. The reporter commented: trailing coils: left 3, right 2 . Diagnostic results: (B)(6) 2016, surgical pathology exam final diagnosis: fallopian tube, left, salpingectomy: complete cross section of fallopian tube identified small benign paratubal cysts essure coil identified within the tube lumen. Fallopian tube, right, salpingectomy: complete cross section of fallopian tube identified. Essure coil identified grossly. Clinical information: pelvic pain. Gross description: "left fallopian tube with essure coil" is a 6.0 x 0.4 cm fimbriated fallopian tube with a 2.0 x 0.1 cm attached metallic coil at the distal end. It is sectioned and no discrete masses or lesions are identified. Representative sections are submitted in a1. "Fallopian tube, right" is a 6.0 x 0.6 cm fimbriated fallopian tube with a pink smooth serosa with no paratubal cysts. "Right essure coil migrated from right fallopian tube to right cul-de-sac of peritoneum" is a 2.5 x 0.2 cm gray metallic coil. No sections are submitted. This is a gross exam only. CT scan: both tube are no longer blocked and 1 coil managed to migrate behind uterus. (B)(6) 2013, hysterosalpingogram (hsg)(as per pfs) (B)(6) 2015, hysterosalpingogram (hsg) : result- unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube), migration of essure device, left sided device appears fragmented at 1 end. (B)(6) 2015(as per mr) exam: hysterosalpingogram: the occlude device lies outside the tube. The left occlude appears fragmented with the medial outercoil displaced well superior to the occlude device. (B)(6) 2015(as per mr)hysterosalpingogram : patent right fallopian tube. The right essure device is adjacent to the fallopian tube or these images. CT scan to see where the coil was located and it stated that the coil was placed in the left tube but the right coil may be in the cul-de-sac. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation, device dislocation, device ineffective. Batch number a46117 is invalid and a63346 is valid . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.